Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the left ventricular lead had difficulty with positioning or fixation, and became dislodged post implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.